Event description:
Slc55g dlu was loaded onto flexshaft and calibrated correctly. Fire button was pressed and dlu did not completely cut (partial cut) while some staples were malformed and dropped completely.